Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient's implantable neurostimulator (ins) battery went dead/depleted one day and he charged it. After he charged the ins back up he could not feel stimulation. The patient was told he had to turn the ins back on. Once he turned the ins back on it did not seem to be working right. When the patient lied down he could feel the ins vibrating really hard. Before it used to settle down when he would turn a certainway, but the ins did not seem to be doing that. The vibration was not uncomfortable, just not normal for what he has, and it was not painful. The patient was having a little bit more pain. He tried turning up the stimulation and it did not seem to be working. Turning up the stimulation seemed to help in the short term, but seemed to disappear. It was noted that the stimulation did feel the same as it did before. The ins felt like it was starting to turn on, but it did not feel like it was doing it anymore. The patient noticed that he was not feeling stimulation as much in the left leg too when he turned up stimulation. The patient was supposed to feel it in both legs. The ins felt like it was turning back to the original settings which was not helping the pain. The patient did not know if something was off or if the settings were changing when he reset it or what. The patient had not had any falls or traumas. Troubleshooting could not be done during the call with the manufacturer on (B)(6)2017 as the patient did not have his patient programmer with him because he was at work. The patient was to follow-up with a healthcare professional to discuss symptoms and the ins. The issues began about two weeks prior to (B)(6)2017. It was noted that up until the point where the ins depleted, it was working great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device does not seem to be working correctly. They noted that their battery went dead. The patient stated that when they recharged the device and turned it back on, it seemed that their pain was not controlled like before. They stated that they even increased settings, but that still did not resolve the issue. The patient noted that when they lay down, ¿it does not seem to slow down.¿ no further complications were reported. The patient was implanted for non-malignant pain.